Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported that the adc freestyle libre reader "stopped working". The customer had contacted adc for a replacement reader, but reported he had yet to receive it. The customer reported he was "having trouble keeping [his] blood sugars in line", but did not report of any emergent third-party treatment. Adc was able to contact customer who confirmed he has since received his replacement device, and has no further issues. Based on the information provided, there was no report of serious injury associated with this event.